Manufacturer narrative:
The complaint of wound issue/fluid discharge cannot be confirmed via laboratory testing. (B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
It was reported the patient had drainage at the ipg site following the implant procedure. The patient was given oral antibiotics. The issue was resolved.